Event description:
Caller reported a malfunction on the pump, with three unreported recurrences occurring on specific dates. There was no reported impact to the customer¿s blood glucose level. The case was created for documentation purposes only, and no further action was needed as per the case review by cts.